Manufacturer narrative:
H3: one pneupac ventilator parapac plus was returned in undamaged physical condition. A demand valve test was conducted and the ventilator failed the test. The reported "intermittent problem" issue was able to be duplicated. The demand valve was leaking. The faulty demand valve will be replaced to resolve the issue.

Manufacturer narrative:
Additonal information was recieved on (B)(6) 2020 indicating that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
The (B)(4) was chosen as the only information provided from the reporter on the failure was 'intermittent problem'.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had an "intermittent problem". No adverse effects were reported.